Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.7.0) installed on iphone 11 pro (ios 18.2.1) with mmt-1885 780g pump (software ver. 6.7v) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4), version e. After conducting a thorough investigation, we have identified that teneo sent the fake sake keys. It's possible if they identify security problems with the device or connection. In this case application worked as expected and tried to pair with this key, but unfortunately, because they were fake we could not pair. It's possible that it was a false positive alarm and reinstallation usually should help in this cause. The issue was confirmed. The following steps have been proven effective to fix this issue: 1. Settings, general, iphone storage, minimed mobile, delete app. By performing this step the customer will remove all the cached. Information related to the app. 2. Remove the pump from the ios bluetooth settings. 3. Restart the phone. 4. Install the minimed mobile app. 5. Wait 10 minutes. 6. Attempt pairing again. 7. If the above steps didn't work, try switching the internet source (e.g. Switch from wifi to cellular) and repeat steps 1-4. The helpline informed that the issue was resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to mobile. The customer reported no adverse event. The event involved product(s) mmt-6102. The troubleshooting was performed and the issue was not resolved. Unable to resolve with existing troubleshooting or labeled instructions, the issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6102.